Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The evaluation found that the knob of the applicator inner shaft has in fact broken off at the back. We presume that the mechanical load was too high and caused the breakage of the end. The piece that has broken off is stuck in the knob and would damage the interior of the knob if taken out.

Event description:
Tip of innershaft broke off. The ball broke off at the upper end of the inner shaft and got stuck in the knob. This is 1 of 1 report for event (B)(4).